Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation conclusions. Section b4, g3, g6, h2 and h6 (investigations conclusions) and h11 have been updated. The complaint for difficult to insert device into patient resulting in tissue damage was confirmed with other empirical evidence. No manufacturing non-conformities were identified from the investigation. As there were no images provided for this adverse event, an imaging evaluation could not be performed. There was no device related allegation. Available information suggests patient conditions (previous transfemoral procedures) may have contributed to the reported event. However, a definite root cause is unable to be determined.

Event description:
Edwards received notification of a pascal procedure in mitral position with 2 devices implanted through right femoral vein. Iatrogenic arterio-venous fistula between the right femoral artery branch and right common femoral vein was detected 4 days post implantation. One month later, treatment with coils and onyx embolization was performed. Six months later, a surgical bypass of the av fistula was performed. Follow up examinations demonstrate a persistent av fistula.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint # (B)(4). The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The device was not returned for evaluation. Per the instructions for use (IFU), tissue damage is a known potential adverse event which has been identified as a possible complication of the pascal implant procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to these adverse events. As there were no images provided for this adverse event, an imaging evaluation could not be performed. There was no device related allegation. Available information suggests patient conditions, persistent av fistula after multiple treatments, likely contributed to the reported event.